Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. The iab was confirmed with a leak from the outer lumen which allowed an external helium leak. The leak site identified is consistent with contact from a sharp object. The root cause of the outer lumen leak is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by a clinical support specialist (css) that a frequent, persistent helium loss alarm occurred during use on a patient. The patient is currently stable, but the pump will only run for about 30 seconds between helium loss alarms. The cardiac cath lab (ccl) nurse reported that the alarms began about 5 minutes after the intra-aortic balloon (iab) was inserted. The rn stated that there is no blood in the gas tubing, and there does not appear to be any kinks in the line. They had already switched from the ac3 to the a2w pump before they called the hotline, but they continued to get helium loss alarms. The css had them take a screenshot of the pump immediately after a helium loss alarm before pressing reset. There appears to be a very slight drop in the baseline of the balloon pressure waveform (bpw) over several beats, and no widening to either inflation or deflation artifact. The css explained that this indicates that there is a leak somewhere, and css again verified that there is no blood in the gas tubing. The css then walked them through a leak test. The iab failed the leak test. As a result, the iab was successfully removed and replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a clinical support specialist (css) that a frequent, persistent helium loss alarm occurred during use on a patient. The patient is currently stable, but the pump will only run for about 30 seconds between helium loss alarms. The cardiac cath lab (ccl) nurse reported that the alarms began about 5 minutes after the intra-aortic balloon (iab) was inserted. The rn stated that there is no blood in the gas tubing, and there does not appear to be any kinks in the line. They had already switched from the ac3 to the a2w pump before they called the hotline, but they continued to get helium loss alarms. The css had them take a screenshot of the pump immediately after a helium loss alarm before pressing reset. There appears to be a very slight drop in the baseline of the balloon pressure waveform (bpw) over several beats, and no widening to either inflation or deflation artifact. The css explained that this indicates that there is a leak somewhere, and css again verified that there is no blood in the gas tubing. The css then walked them through a leak test. The iab failed the leak test. As a result, the iab was successfully removed and replaced. There was no report of patient complications, serious injury or death.